Event description:
The md attempted arteriotomy closure with the prostar xl 8 fr. Device following an interventional procedure. It was reported that angiography of the arterial access site was not performed as the device was inserted & deployed in the pt's hospital room; not in the cath lab. The device was inserted without difficulty & adequate mark was achieved. During needle deployment, it was reported that a "little more than usual" resistance was encountered. When the handle was retracted, only 3 needles appeared in the hub therefore the needles were backed down. The condition of the needles could not be confirmed, as fluoro was not available. In the attempt to retract the device, the device could not be removed. The md then decided to retract the handle, remove the 3 needles with a forcep & cut the suture. In another attempt to retract the device, the device could not be removed. It was reported that the pt was bleeding around the barrel of the device & from the marker lumen. The pt was taken to surgery & it was confirmed under fluoro that the remaining needle was bent in the pt's body. The surgeon removed the device & achieved hemostasis by an unspecified procedure. It was reported that the damage to the artery was "severe". It was reported that the pt required a transfusion of an unspecified amt of an unspecified blood product(s) due to "a lot of bleeding" while trying to remove the device. The md examined the device after removal & discovered a little hole on the proximal side of the sheath. The md also stated that the needle lumen appeared to be plugged. There were no reported adverse pt sequelae.